Manufacturer narrative:
Additional information received showed there was no information to reasonably suggest the dcs in this report caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this device previously listed as a system reported product does not meet the reporting requirements in 21 cfr 803. Updated data: b5. A second paragraph was added. D10. Let this report reflect there were concomitant devices in use during the event; however, there is no system reported device. Medtronic device: enveo pro delivery catheter system (dcs), product ID: envpro-16-us, lot #: 0012338854, ubd: 01-jul-2026, UDI#: (B)(4). This is a non-implantable device. H6. Let this report reflect the patient code shows no vascular injury occurred to the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure involving a 23 mm evolut pro system, a pre-implant balloon dilation was performed with an 18 mm balloon. According to the reporter, due to calcification, the 23 mm valve was recaptured and infolded. Then, on the subsequent deployment of the valve, the frame was still infolded, and the right sinus on the greater curvature was "damaged." No clinical symptoms or interventional actions were recounted for this vessel damage. The 23 mm valve system was withdrawn and discarded, and a 26 mm valve system was successfully used for implant. Additional information was received to report the infold occurred after the first recapture. Per the physician, the patient's native annulus had "lumpy" calcification which contributed to the infold. It was clarified no vascular damage occurred; it was noted a subsequent ultrasound may have revealed calcification/vegetation on the native valve leaflet. A procedural delay did not occur as a result of changing to a new system.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: enveo pro delivery catheter system (dcs), product ID: envpro-16-us, serial/lot #: (B)(6), ubd: 01-jul-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure involving a 23 mm evolut pro system, a pre-implant balloon dilation was performed with an 18 mm balloon. According to the reporter, due to calcification, the 23 mm valve was recaptured and infolded. Then, on the subsequent deployment of the valve, the frame was still infolded, and the right sinus on the greater curvature was "damaged." No clinical symptoms or interventional actions were recounted for this vessel damage. The 23 mm valve system was withdrawn and discarded, and a 26 mm valve system was successfully used for implant.